Event description:
It was reported that during unruptured aneurysm coil embolization procedure, first, the operator performed a balloon assisted procedure. Next, the operator inserted a microcatheter and advanced the subject stent through it. The subject stent was advancing with a resistance and stopped right before the aneurysm. The delivery wire was pulled back slightly; however, the subject stent did not move. It was discovered that the delivery wire and the subject stent were separated within the microcatheter. Thus, the entire microcatheter was removed from the patient's anatomy. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. D4 gtin - updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was received in a deployed condition. The stent delivery wire (sdw) was received within the microcatheter. The introducer sheath was not returned. The sdw was noted to be advanced past the distal end of the microcatheter. All 3 marker bands were present on both ends of the stent. The stent was noted to be intact. The sdw was kinked/bent at the distal end and the proximal end. Functional inspection was not performed as the stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported events: 'stent deployed prematurely during use' and 'stent difficult/unable to advance or pullback through catheter' could not be replicated; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The patient's anatomy was severely tortuous. During analysis, the stent was received in a deployed condition. The stent delivery wire (sdw) was received within the microcatheter. The introducer sheath was not returned. The sdw was noted to be advanced past the distal end of the microcatheter. The stent was noted to be intact. The sdw was kinked/bent at the distal and proximal end. It is probable that the rotating hemostatic valve (rhv) vent cap was not sufficiently tightened, which may have allowed minor inadvertent proximal movement of the sheath after it had been correctly positioned inside the rhv/microcatheter hub. Such proximal movement could result in a gap between the distal end of the sheath and the microcatheter lumen. If this occurred, the stent may have partially deployed into this gap during advancement from the sheath into the proximal end of the microcatheter lumen. This situation could generate increased resistance while attempting to advance the stent further through the microcatheter lumen. Upon encountering this resistance, an attempt to withdraw the stent may have been made. In the event that the stent became stuck within the lumen, the sdw could have slipped through the proximal end of the stent, potentially leading to premature deployment. Additionally, the reported anatomy was tortuous, which may have contributed to the resistance experienced. The returned stent was intact with no deformation, while the introducer sheath was not returned for evaluation. Therefore, it cannot be conclusively determined that the described scenario was the definitive cause of the reported event, and it might be that the anatomical factors contributed to the reported. The reported events: 'stent deployed prematurely during use' and 'stent difficult/unable to advance or pullback through catheter' as well as the analyzed events: ¿sdw kinked/bent¿, ¿stent deployed prematurely during use¿ will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to unknown procedural factors during use.

Event description:
It was reported that during unruptured aneurysm coil embolization procedure, first, the operator performed a balloon assisted procedure. Next, the operator inserted a microcatheter and advanced the subject stent through it. The subject stent was advancing with a resistance and stopped right before the aneurysm. The delivery wire was pulled back slightly; however, the subject stent did not move. It was discovered that the delivery wire and the subject stent were separated within the microcatheter. Thus, the entire microcatheter was removed from the patient's anatomy. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.